Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, a patient experienced " severe glare/halos/blur especially at night." The iol was exchanged for a different lens model approximately 7 months after the initial implantation. Additional information has been requested.